Event description:
A report was received that the patient had a test performed on her stomach and showed a metallic element was fractured.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.